Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
"During use, it was discovered that the connectors on the tee fittings had come loose 2,000 units are affected; 5 physical devices can be returned, photos are available; no green claim is required a complaint response letter is required, as well as a complaint acknowledgment letter".